Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incorrect date/time issue was reported with the use of the adc blood glucose meter. A customer called to request assistance on setting up her meter's time and date as the device had an incorrect date/time, which the customer reported led to a medical event. The customer reported that on (B)(6) 2021, her glucose had dropped to 70 mg/dl and emergency services were called. The customer further reported that she does not know whether she experienced a loss of consciousness or what medical intervention was provided by emergency services, but emergency services stayed with her until she was stable. No treatment details were provided. There was no report of death or permanent injury associated with this event.